Event description:
It was reported by the pt, that she was having problems with lack of symptom relief from her interstim device. Impedance tests were out of range on all lead combinations and she had a full system replacement in february. The system was returned to the MFR for analysis. No serious injury to the pt was reported.

Manufacturer narrative:
Analysis determined a reliability non-conformance on the 3889 lead. There were multiple broken conductors.